Event description:
Rv polarity switch, suspect oversensing on stored episodes (marker channels only), and pt complains of "electrical impulses" when they bend over or lean forward. Additionally noted atrial lead warning . And chronic low impedance measurements. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).